Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Reported clicking and knee pain. As per sales rep on 11/10/2016: there was no issue with the insert. The insert was only swapped while the surgeon was revising the patella.

Manufacturer narrative:
An event regarding an audible noise involving a triathlon patella was reported. The event was not confirmed. Product was not returned however, an image of the explanted device was provided. The patella has damage on the articulating surface. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Clinician noted, ¿received x-rays show uncemented patella & knee and device image show destroyed patella but need operative report, clinical and past medical history.¿ device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. The event could not be confirmed nor the root cause determined as sufficient information was not provided. Although damage was seen on the image of the patella, the root cause cannot be determined. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Reprted clicking and knee pain. As per sales rep on (B)(6) 2016: there was no issue with the insert. The insert was only swapped while the surgeon was revising the patella.